Event description:
It was reported that the patient was experienced high blood glucose levels of 300 mg/dl and symptoms of ketoacidosis on 15 jun 2026 due to bent cannula. The patient was treated with insulin pen. The infusion set was in use for less than twenty-four hours.

Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: (B)(6). City: (B)(6). State, province or territory: (B)(6). Post office or zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.